Event description:
The patient was undergoing a coil embolization procedure in the (iia) using a pod packing coil (packing coil), ruby coils, and a non-microcatheter. It should be noted that the patient's anatomy was mildly tortuous and mildly calcified. During the procedure, the physician successfully implanted one ruby coil into the target vessel using the microcatheter. The physician then successfully implanted two additional packing coils into the target vessel using the microcatheter. While advancing a ruby coil through the mid-shaft of the microcatheter, the coil became stuck. The physician retracted the ruby coil and while attempting to re-advance it through the microcatheter, the ruby coil unintentionally detached within the microcatheter. Therefore, the microcatheter containing the detached ruby coil was removed from the patient, and the ruby coil was then flushed out of the microcatheter. The procedure was completed using a new ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned ruby coil confirmed that the embolization coil was detached. Evaluation revealed that the pet lock was intact on the proximal end of the pusher assembly and the pull wire was in its initial position within the distal tip of the pusher assembly. If the ruby coil is retracted against resistance during use, the pusher assembly may elongate beyond the reach of the pull wire and result in the embolization coil detaching. The reported patient's mildly tortuous and mildly calcified anatomy may have contributed to resistance during the procedure. Further evaluation revealed kink on the pusher assembly. This damage is incidental to the reported complaint and may have occurred during packaging of the device for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.